Event description:
It was reported that during a low anterior resection procedure, the staples had been deployed, but the tissue then came apart and the staples were not formed as desired. They were misshapen. A different device was then used to make the transection through a falensteal incision, and a circular device for the anastomosis gave the desired result. They converted to open. Surgery was prolonged 60 minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.